Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported begin hospitalized for two days due to diabetes ketoacidosis. The blood glucose reading was 470 mg/dl. The customer stated that she had high blood glucose due to bent cannulas, and the infusion pump did not alarm. The customer stated that she changed the infusion set, and the next day her glucose level was high. The customer treated with manual injections and she was able to lower her glucose level. Troubleshooting was not performed at time of the call because she was driving. No further information was provided.